Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.